Event description:
Since having essure placement, I have had numerous health problems. Before having this done, I was considered healthy. I now suffer from migraines, repeated chest pains (sending me to the ER), neuropathy, fibromyalgia, weight gain, bladder incontinence, severe side/back pain, excessive bleeding during menstrual cycles, fatigue, and depression. I've been seen in the emergency room 2-3 times for the chest pains, admitted once, after numerous tests, no known cause. I've been to the emergency room and hospitalized numerous times for the migraines, neuropathy, and fibromyalgia, where again they cannot find cause of origin. I've seen numerous specialists for all the above. None of this was an issue until I had essure! I didn't give it much thought until I spoke with numerous other women who have had the same issues after getting essure.